Event description:
It was reported that the bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Experienced a defective/damaged/deformed catheter which was noted during use. The following information was provided by the initial reporter: patient was punctured with saf-t íntima and during flush, the catheter ruptured at the beginning of the extension. Information received by email on 7/9/2019: the lot number is 7349718. There was no damage to the patient/health professional, but there was a need to perform a new punction in the patient. There was no need for medical or surgical intervention.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7349718 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. With the provided photographs our engineers were able to identify a small separation between the tubing and the adapter. This kind of non-conformance originates from an incorrect manual assembly of the tubing. Catheter defective/damaged: based on investigation results to date, root cause to manufacturing process cannot be determined. No catheter damaged showed the photo provided. Separation tubing/adapter: based on the investigation conclusion the separation tubing/adapter is confirmed and the root cause is related with an incorrect insertion of tubing in the wedge.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Experienced a defective/damaged/deformed catheter which was noted during use. The following information was provided by the initial reporter: patient was punctured with saf-t íntima and during flush, the catheter ruptured at the beginning of the extension. Information received by email on (B)(6) 2019: the lot number is 7349718. There was no damage to the patient/health professional, but there was a need to perform a new punction in the patient. There was no need for medical or surgical intervention.